Manufacturer narrative:
(B)(4). No conclusion code available: the field report of premature eri was due to excessive current drawn. The root cause of the excessive current drawn was an anomalous component within the hybrid.

Event description:
It was reported that the device was in eri mode following implant procedure. The device was explanted and replaced. No consequences for the patient were reported.